Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 37mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that only the detached stent component was returned for evaluation. Microscopic inspection was performed on the stent component. It was observed to be in good condition without any structural damage (i.e., no broken struts, no kinks). In addition, it was noted to be fully expanded with both ends completely flared. The issue regarding a stent being impeded in the proximal end of the microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, the returned component did not present damages that suggest that it was forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The delivery wire and introducer components might have gotten lost sometime during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. The stent detachment was not originally reported in the complaint and is not considered related to the encountered issue. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8645715. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an arterial thrombectomy for an acute cerebral infarction, the 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 8645715) was impeded in the proximal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31342754) and could not be further advanced. The physician removed the stent and the microcatheter from the patient and replaced only the stent to complete the procedure using the original (same) microcatheter. The procedure was prolonged by approximately 15 minutes. There was no report of any negative patient impact. On 22-oct-2024, additional information was received. Per the information, the procedure was confirmed to be an arterial thrombectomy for acute cerebral infarction. Adequate continuous flush was maintained through the microcatheter. When the stent was removed from the patient, it was still on the delivery wire. The stent / stent delivery system did not appear damaged. The replacement stent was not another 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712); the replacement is a ¿second generation enterprise bracket.¿ the information confirmed there was no negative patient impact. The physician did not consider the 15 minutes procedure extension to be clinically significant.

Manufacturer narrative:
G4: reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k011375. Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 7 closed samples and an open sample with the needle detached from the thread (thread is not wound on the pack and needle is missing). Tightness test to the closed samples received has been performed and the units are tight. Needle attachment results conducted on the closed samples received are 0.73 kgf in average and 0.48 kgf in minimum and fulfil the requirements of the european pharmacopoeia: 0.23 kgf in average and 0.11 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Furthermore, needle attachment strength results conducted on samples before releasing the product were 0.83 kgf in average and 0.66 kgf in minimum and fulfilled ep requirements: 0.23 kgf in average and 0.11 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirement regarding needle attachment strength. Final conclusion: although the results of the closed sample received fulfil the specifications of european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.